Event description:
A hospitalized patient in france was undergoing a dialysis treatment that involved bicart. During treatment the patient did not feel well and was administered saline, oxygen and three¿ bags of blood¿. The root cause is unknown but it could be a combination of the patient¿s underlying medical condition and the applied treatment parameters.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation.